Event description:
A zoll distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit connector was damaged. The cause of the inability to power on is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective power supply.